Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented for follow-up, noise was observed on the lead. Patient received inappropriate therapy. The lead was explanted and replaced. Patient is stable post procedure.